Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device became unresponsive with a blank screen and felt hot to the touch while connected to a charger, despite attempts with the sleep/wake button and different outlets; the charger¿s indicator showed solid green and the device had exhibited rapid battery depletion over the preceding week, leading to a replacement. Symptoms included a nonfunctional display and localized device heating without glycemic impact reported. Outcomes included device replacement and continued cgm use via dexcom app or receiver, with no injury, no hospitalization, and no emergency treatment. Investigation included technical support troubleshooting and arrangements for device exchange. Investigation of this device revealed a suspected device power or battery/charging subsystem malfunction consistent with a charging or battery performance failure leading to device nonresponsiveness. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the power/charging system.